Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Right ventricular (rv) lead pacing impedance on (B)(6) 2016 was 190 ohms which is down from an earlier trend of 228 ohms. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.